Event description:
First level investigation unit representative reported that the meter had signs of melting/burning. The contact pins are charred and the surrounding plastic area is melted. No actions taken based on device. No adverse event reported. Device was returned and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.